Event description:
It was reported that, for the 1 year post op follow up after a tka surgery, the patient mentioned to the surgeon that after 9 months something had happened to the knee and it did not feel as good as it did, however the knee felt good again. The patient had an x-ray and it was discovered that the patella button had either fallen off or sheared off and was resting in the patella pouch. It is unknown how this was treated.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, at the 1 year follow-up the patient mentioned to the surgeon that at 9 months ¿something had happened to the knee and it did not feel as good as it did¿; however, ¿the knee felt good again¿ and x-ray confirmed that the ¿patella button had either fallen off or sheared off and was resting in the patella pouch¿. It is unknown how this was treated. The requested medical documentation has not been received as of the date of this medical investigation. The current health status of patient remains unknown. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported disassociated patellar component/failure and transient discomfort could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4). Section h6 was corrected.